Event description:
The complainant reported that a female patient with a history of stress urinary incontinence was implanted with a prefyx pps pre-pubic system in 2007. The pt was a participant in the prefyx registry. Six days later, cystitis with mild severity was noted for the pt. The event relationship was noted as being device related. Medical treatment was given and the event was noted as being resolved as of sixteen days later. During the follow-up appointment the same day, an infection with moderate severity was noted for the pt. The event was noted as not being device related. Medical treatment was given and the event was noted as being resolved as of the following month.

Manufacturer narrative:
The device model and catalog numbers of the suspect device are unknown, as well as lot number; therefore, the manufacture and expiration dates can not be determined. The device remains implanted in the pt; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.